Event description:
Subsequent to the initial medwatch report, the clip was removed from the subcutaneous tissue.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, the clip deployed in the subcutaneous tissue. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The clip deploying in subcutaneous tissue as reported can be influenced by, but not limited to; manufacturing, user technique and/or patients anatomical condition. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. Based on the reported information and the inspection criteria, a definitive cause for the clip deploying in subcutaneous tissue and associated patient effects could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.